Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with right total hip pain in a previous total hip arthroplasty. Patient had an asr with a summit stem in place. Cobalt chrome levels were elevated in labs. During revision operation, or staff mentioned trunionosis and metallosis in hip capsule. Surgeon revised total hip to pinnacle multihole gription with an altrx polyethlyne and a titanium sleeve biolox ceramic head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.